Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention and total chronic occlusion procedure, the guide wire became stuck. The target lesion was calcified, >20mm in length and located in the proximal right coronary artery. It was noted that the lesion had a "blunt proximal cap" and the patient had normal left ventricular function. Landing zone was good. First a retrograde attempt was tried (reverse cart technique). However, there was no good septal collateral connection and the coronary anatomy at the apex was too tortuous to pass with a guidewire. A switch was then made towards antegrade dissection and re-entry. First proximal cap preparation (with balloon and "carlito") was performed. After cap preparation, the crossboss and stingray balloon could be successfully positioned at the site of re-entry. Stingray balloon had good visibility on angiography. Nevertheless, it proved difficult to get a good angiographic view of the stingray balloon (i.e. View needed to perform re-entry with the stingray needle). Stingray needle was used and re-entry was tried (approximately at mid-rca). However, when trying to "pull back" the wire, the needle wire got stuck for an unexplainable reason. As a consequence, all materials (incl. Guiding catheter) had to be removed. No complications occurred and the procedure was finished following standard protocol. No further patient complications were reported.